Manufacturer narrative:
The complaint investigation of lot 74386be00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing of a retained reagent kit lot 74386be00 and customer return analysis. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. The customer returned a patient sample for testing. Aalinity I toxo igm reagent lot number 74386be00 was utilized for testing and a non-reactive result (0.08 index) was obtained. Supplemental testing (mikrogen recomline toxoplasma igm) was performed. No bands were detected and the interpretation is negative. The microgen recomline toxoplasma igm and alinity I toxo igm assays show concordant results. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igm reagent lot 74386be00 was identified.

Event description:
The customer observed false negative alinity I toxo igm results. On (B)(6) 2025, sid (B)(6) (child serum), the customer generated alinity I toxo igg negative, alinity I toxo igm negative, and elisa iga negative. On (B)(6) 2025 at another lab (neonatology clinic of the university hospital) tested roche toxo igm negative and roche toxo igg (64.4 iu/ml) positive on the child serum. A comparative profile of toxoplasma gondii antibodies in mother/child, was performed at another lab (B)(6) tested western blot method positive in both serums. Igg and igm antibodies were present in the child. On (B)(6) 2025 repeat test of the child's serum showed igg and igm were negative on alinity. No impact to patient management was reported.

Event description:
The customer observed false negative alinity I toxo igm results. On (B)(6) 2025, sid (B)(6) (child serum), the customer generated alinity I toxo igg negative, alinity I toxo igm negative, and elisa iga negative. On (B)(6) 2025 at another lab (B)(6) tested roche toxo igm negative and roche toxo igg (64.4 iu/ml) positive on the child serum. A comparative profile of toxoplasma gondii antibodies in mother/child, was performed at another lab (B)(6) tested western blot method positive in both serums. Igg and igm antibodies were present in the child. On (B)(6) 2025 repeat test of the child's serum showed igg and igm were negative on alinity. No impact to patient management was reported.

Manufacturer narrative:
Correction to section h6 adverse event problem codes: upon retrospective review it was discovered the medical device problem code on the initial report of a090810, low test results was incorrect. The correct code is a090803, false negative result. Update to d4 primary UDI number which was updated to include full UDI format.

Event description:
The customer observed false negative alinity I toxo igm results. On (B)(6) 2025, sid (B)(6) (child serum), the customer generated alinity I toxo igg negative, alinity I toxo igm negative, and elisa iga negative. On (B)(6) 2025 at another lab ((B)(6) hospital) tested roche toxo igm negative and roche toxo igg (64.4 iu/ml) positive on the child serum. A comparative profile of toxoplasma gondii antibodies in mother/child, was performed at another lab at ((B)(6)) tested western blot method positive in both serums. Igg and igm antibodies were present in the child. On (B)(6) 2025 repeat test of the child's serum showed igg and igm were negative on alinity. No impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3002809144-2025-00291 under a different suspect device. This report is being filed on an international product, list number 7p47 that has a similar product distributed in the us, list number 7p47-40 / 45, and 510k/PMA/bla of k233932. Section a patient information: no additional patient information was provided. An evaluation is in process. A followup report will be submitted when the evaluation is complete.